Event description:
It was reported that a pump alarmed for a complete infusion, but there was still half of the fluid left in the bag. Though this did happen with patient, it was reported that there was no patient injury as it was just fluids being administered. No further info is known.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of "pump will alarm infusion complete but there is still half of the fluids left in the bag" could not be reproduced. The unit passed flow rate tests and was found to deliver within design specification. Add'l flow rate tests were performed with the unit passing.